Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. New information added to the following fields: h6. Corrected fields: g2 ("company representative" should be selected since it is mentioned that an olympus in-service training instructor attended the site). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over (5) years since the subject device was manufactured. The legal manufacturer could not confirm whether the customer's reprocessing steps deviated from the instructions for use. Based on the results of the investigation, olympus was unable to determine what foreign material was involved. There was no physical damage to the locations of the foreign material. Therefore, the cause of the materials remaining in the device could not be determined. The event can be detected and prevented in accordance with the following instructions for use. Instructions for use states that detection method in gif-190 series operation manual chapter 3 preparation and inspection. Instructions for use states that preventive measure in gif-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that while using the gastrointestinal videoscope, the physician inserted the biopsy forceps during a diagnostic esophagogastroduodenoscopy (egd), and upon exit, tissue was pushed out that did not belong to the current patient. There were no reports of patient harm.

Manufacturer narrative:
Olympus technical assistance center (tac) was contacted by the customer for a reprocessing in-service visit for their staff. The customer also expressed concern that the scope could have been used on another patient without proper reprocessing of the device. No further information has been provided. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.